Manufacturer narrative:
(B)(4). This is a report of a user error where the patient did not tighten the connection between the heater bag and cassette line, which caused a disconnection between the heater bag and cassette line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag disconnected from the heater line of a homechoice cassette during priming of peritoneal dialysis therapy. The patient was not connected at the time of the event. During troubleshooting, the patient stated that they had not tightened the connection between the heater bag and the heater line of the cassette. The patient would start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.